Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot/serial number was released meeting all medtronic quality release specifications at the time of manufacture. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap inguinal hernia repair the balloon would not inflate.